Event description:
It was reported that patient underwent right total hip arthroplasty in 2004. Subsequently, patient was revised on (B)(6) 2015 due to instability caused by a malpositioned cup. The acetabular cup, liner, and modular head were removed and replaced with a biomet modular head and competitor cup and liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - 2004